Manufacturer narrative:
The complaint of leaks on item mc9013 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history record was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint. Additional information can be found in b3 and b5.

Event description:
Additional information was received on 13-dec-2024 stating that it was a 24-hour infusion starting (B)(6) 2024 at 1610. The filter was leaking and the infusion was stopped at 1454 on (B)(6) 2024. The holes, cut, tears and cracks noted to the filter was unknown.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
A medsun medwatch uf/importer report # (B)(4) was received, stating: ¿patient receiving taxol infusion reported feeling something wet on filter. Small amount of leak noted to distal portion of filter on the circular area by rn. Chemo precaution followed and filter replaced. Patient reports that this same occurrence had happened previously. Patient received full dose; it was very small amount that leaked. No injury noted to patient.¿ the event occurred on an unspecified date at the hospital.